Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/24/2015 with the following findings: on investigation, the pump powered up to a dim verify screen with a pinkish contrast. A battery compartment crack was found below the grip pad. The bolus button cover was torn while the button was responsive. (B)(4).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked and the display was dim and discolored. This report is made based on the results of investigation completed on 10/24/2015.